Event description:
It was reported that right ventricular (rv) lead exhibited noise. The physician speculated the noise may have been caused by electromagnetic interference; however, details could not be obtained through follow up efforts. The patient received inappropriate therapy. The device and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6943-65 lead implanted: (B)(6) 2003 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was likely improper operation of the device due to electromagnetic interference.